Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 59-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient's caregiver reported to novocure, increased exudate from the patient's surgical resection site on the left side of the scalp. No signs of infection were noted. The patient was advised to leave the area uncovered and contact her healthcare provider (hcp) for further evaluation. The patient also reported applying a healing product recommended by a nurse, later identified as a sterile algae compression wound dressing. An image provided demonstrated moderate erythema involving a large portion of the surgical resection scar above the left ear, along with a small area of wound dehiscence. After several attempts of contact, the prescribing physician did not reply with any information.